Manufacturer narrative:
Batch review performed on 14 may 2019: lot 185173: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The same day of surgery upon reviewing the x-rays in the recovery room, the surgeon found that the femoral head was slightly subluxed anteriorly. The surgeon chose to revised the same day the head from a 36mm biolox delta short to a 36mm biolox delta long and the surgery was completed successfully.